Event description:
It was reported that pump malfunction occurred after pump fell into toilet and displayed malfunction alarm that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed warranty and shipping details, instructed customer to let pump battery fully deplete, and requested return of malfunctioning pump within 10 days using provided materials; replacement pump was shipped, and customer was advised to reenter pump settings and reconnect continuous glucose monitor on replacement device.